Event description:
A physician reported that tip was broken inside the eye during surgery. There was no serious patient injury and procedure type was unknown. As per the additional information secondary surgery type is posterior capsular rupture management. The incident posed a life-threatening situation for the patient. Subsequently, the patient was transferred to the care of a retina surgeon, and after successful secondary surgery for posterior capsule rupture management, the patient has fully recovered and is doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation however video attached to the file confirms broken phaco tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phaco tip broken is confirmed based on the video attached to complaint. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).